Event description:
Extravasation of fluid infusing through PICC line into chest. Patient had to be intubated because of respiratory distress and remained intubated d/t pending cardiac surgery. Previous x-ray showed line in good position.